Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2012-06023. It was reported the pt had fallen. Afterwards, the pt experienced discomfort at the ipg site and inadequate coverage. The pt's ipg was relocated on (B)(6) 2012. X-rays were taken and revealed the pt's lead has migrated. It was also reported the programmer is having difficulty communicating with the ipg. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.